Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella 5.5 support. A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient endured right axillary bleeding impella 5.5 access site with a "definite" relationship to the impella device. The patient developed some bleeding at the impella 5.5 access site at the right axillary artery. Dressing changed, heparin held, blood products transfused.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Corrections to the initial MFR report: d4 updated model number, g1 MDR reporting contact email.